Event description:
This is the third time, the third dexcom g7 sensor from the same "new" lot number, that a sensor has failed repeatedly and sounded an urgent low blood sugar reading. Recalibration of the software, confirmation versus a blood glucometer, discussion with dexcom's customer support, all indicate this batch of sensors is faulty and they are "losing" sensing. I am a long-term user and we have explored all possible user errors. The sensors are defective, apparently in this lot. Measurements have been taken multiple times with two blood glucometers to confirm these sensors are in gross error. Patient code: 4582. Device codes: 1535, 3023, 2917, 2588. Ref reports: mw5178717, mw5178718.